Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer reported via social media that their insulin pump shut off in the middle of the night for no reason. It was reported that the customer woke up with a blood glucose level of 395mg/dl. No further information provided.